Event description:
It was reported that during a stenting treatment procedure, stent damage and removal difficulty occurred. Post rotational atherectomy, the 2.25mm promus element stent delivery system (sds) was advanced to the unspecified lesion; however, the device was unable to cross the lesion. Upon pull back of the sds, the stent got caught on the lesion and the proximal edge of the stent became lifted. The physician attempted to pull the sds into the unspecified guide catheter liner; however, this was unsuccessful. The physician then attempted to pull both devices through the unspecified guide catheter but this was also unsuccessful due to the stent deformation. The entire system was removed from the patient and the procedure was completed with a new guide catheter and four competitor stents. No patient complications were reported and the patient's current condition is stable. Additional information was requested and is not available.

Event description:
It was further reported that the target lesion was located in the 90% stenosed, severely calcified left anterior descending artery (lad). It was confirmed that additional intervention was not needed to remove the promus element device from the patient and no vessel damage or patient complications occurred.

Event description:
It was further reported that the target lesion was located in the 90% stenosed, severely calcified left anterior descending artery (lad). It was confirmed that additional intervention was not needed to remove the promus element device from the patient and no vessel damage or patient complications occurred.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal stent struts were severely squashed and the stent had moved distally approximately 10mm from the proximal marker band. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Congealed blood was also observed adhering to the damaged portion of the stent. A hypotube kink was noted 150mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).